Event description:
It was reported that the inserter sliced tubing and lost pressure. Therefore, the implant did not expand. Slicing happened when implant was rotated outside the patient body

Manufacturer narrative:
Lot# 06291501. Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual, dimensional and functional analysis could not be performed as the tl inserter was not received by the complaints department. Conclusion: one of the possible factors for tube set being cut is user applying excessive force to the inserter during implant positioning.

Event description:
It was reported that the inserter sliced tubing and lost pressure. Therefore, the implant did not expand. Slicing happened when implant was rotated outside the patient body.